Event description:
Procedure type: low anterior resection. According to the reporter: the device was applied and a leak test was performed with no leak. The pt was returned to the or two weeks later due to anastomotic leakage, and a laparotomy was performed. A hole in the anastomosis was discovered at the time. It is not reported how the procedure was completed. The pt is reported doing well currently.